Manufacturer narrative:
Multiple attempts to obtain patient medications were made, but this information was not provided.

Manufacturer narrative:
(B)(4). Additional devices involved in this event: plc231000/14072413, ceb231210c/11823264, hgb161207c/11891077, plc231000/14054570. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through (B)(6): on (B)(6) 2015, this patient underwent repair of a 45.9 mm abdominal aortic aneurysm (aaa) and 32.8 mm right common iliac artery (rcia) aneurysm with gore® excluder® aaa endoprostheses. Final angiography identified a type ii endoleak from the distal left limb (non-ibe). No action was reportedly taken to treat the endoleak, and the patient tolerated the procedure. On (B)(6) 2015, follow up imaging showed persistence of the type ii endoleak, with evidence of inferior mesenteric artery (ima), lumbar, and middle sacral artery involvement. The images also showed the aaa measured 46.6 mm, with the rcia measuring 32.2 mm. On (B)(6) 2016, follow up imaging showed persistence of the type ii endoleak, with evidence of lumbar, ima, and middle sacral involvement. The aaa measured 45.1 mm, with the rcia measuring 30.4 mm. On (B)(6) 2016, embolization was performed whereby coils were placed in the ima to treat the type ii endoleak. The endoleak from the ima reportedly resolved, and the patient tolerated the procedure. On (B)(6) 2016, follow up imaging showed persistence of the type ii endoleak, with evidence of lumbar artery involvement. The aaa measured 46.8 mm, with the rcia measuring 31.0 mm. The left common iliac diameter has reportedly decreased in size since implant. Additional information has been requested.